Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. There was no reported impact to customer¿s blood glucose level. A cartridge change was performed resolving the issue.